Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Rainbow glare is referred to a mild and occasionally reported side effect described after lasik using a femtosecond laser system. The cause of the rainbow glare is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. The onset of symptoms typically occurs during the immediate postoperative period, and resolves within several months. (B)(4).

Event description:
A risk manager reported a patient presented with rainbow glare one month post uneventful lasik in both eyes. The patient reported at the three month post operative visit that the symptoms resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.